Manufacturer narrative:
The customer reported their AED will not power on and the asi is blank. The maintenance schedule is reported as monthly. Communication with the customer found that the unit was stored without the pads attached since the unit was put into service.explained to the customer that storing the unit without pads will result in a depleted battery pack. Also explained that storing the unit without pads invalidates the warranty (no pads - red asi and chirp not addressed). Discussed proper maintenance and advised the customer to purchase new battery pack. The cause of the AED not powering on is related to the customer's failure to set-up the AED with the pads and properly maintain the battery pack. The IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported their AED will not power on and the asi is blank. The reported event did not occur during patient use.